Manufacturer narrative:
Isi received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the customer reported failure mode. The illuminator was installed and tested on an in-house test system and failed to power on with error 297 and 48238. Visual inspection found a bad fuse, damaged pin, and dirty fans. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure; the light source powered off. The issue persisted after power cycling. An intuitive surgical, inc.(isi) technical field specialist (tfs) reviewed the log files and noted error 297. The tse advised to disconnect serial cable from illuminator and power cycle the system so they could continue the procedure with an external illuminator. There was no report of patient harm, adverse outcome or injury. A technical field specialist (tfs) was dispatched to the facility and was able to reproduce the reported issue and verified errors 297 and 48238 in the log files. The tfs found a broken illuminator fuse so the illuminator was replaced. The illuminator contains a high-intensity light source to illuminate the surgical site and the electronics for initial processing of endoscopic video.